Manufacturer narrative:
Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed dialing alignment inspection. No misalignment of the dial was noted. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: broken bayonet bond was found during visual inspection. It can affect insulin delivery. Slip issue was confirmed during testing, inpen leadscrew and dose knob appeared to slip when dialing and dosing. Dial misalignment was not noted during testing. Therefore, the customer complaint of dose dial being misaligned could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported dose knob/dial misalignment or slip issue. The customer stated the in pen is broken. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed, and the inpen replacement initiated. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elgyna was requested, and the customer's response was that the device would be returned.